Event description:
The customer reported that during an rf procedure, the needle was held by forceps in order to keep it still. The handgrip of the forceps was touching the surface of the pt's body. The pt received a 1st degree burn at the skin contact point. The burn was treated with ointment and dressings. Initial eval of the incident needle at covidien found the device failed high voltage breakdown testing.

Manufacturer narrative:
(B)(4). Eval of the incident needle confirmed the insulation was damaged. The area of damaged insulation failed high voltage breakdown testing. Although the exact cause of the insulation damage could not be determined, the damage is consistent with that seen when a needle comes into contact with a metal object.